Event description:
The customer reported that the telemetry device was functioning correctly and had sound but was displaying a "speaker malfunction" error message on the device. There was no patient incident. The issue is considered as found during use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the mx40 device. There was no patient involvement.